Event description:
It was reported that the bd safetyglide¿ needle was blocked during use and was separate from the syringe to allow vaccine medicine through; however, fluid was unable to be expelled from the needle. The following information was provided by the initial reporter: "unable to push vaccine through into needle. When needle separated from syringe, fluid able to be expelled through syringe but unable to push any fluid through needle." "Per customer's response on the question if the vaccine administrator purposely removed the needle, she stated: I purposely separated the syringe to determine where the clog was."

Manufacturer narrative:
The following fields were updated due to corrected information: h.6. Imdrf annex g grid: g04092 - needle.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during use and was separate from the syringe to allow vaccine medicine through; however, fluid was unable to be expelled from the needle. The following information was provided by the initial reporter: "unable to push vaccine through into needle. When needle separated from syringe, fluid able to be expelled through syringe but unable to push any fluid through needle." "Per customer's response on the question if the vaccine administrator purposely removed the needle, she stated: I purposely separated the syringe to determine where the clog was."